Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that it took a long time to connect to the pump and that an error code would appear during the process. The patient met with their healthcare provider (hcp) yesterday for a refill and was redirected to patient and technical services to replace the communicator. The agent reviewed the data and assisted the patient in deleting it. Afterward, the patient was able to connect to the pump without any lag. The patient will call back if further assistance is needed.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: product ID: a820, serial/lot : unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.